Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) female patient (patient weight is unknown). During the procedure, the advanix biliary stent with naviflex rx delivery system was advanced down the endoscope and positioned within the common bile duct. As the physician began to release the stent, the physician was unsatisfied with the positioning of the stent within the duct. The physician pushed the inner guide catheter back into the delivery system in an attempt to move the stent distally within the common bile duct. While pushing the inner guide catheter, the delivery system pullwire bent and the physician was unable to move the stent any further into the duct. The physician deployed the stent proximal to the desired location. There were no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure. The delivery system is being returned to boston scientific corporation for evaluation. The stent remains implanted.

Manufacturer narrative:
The delivery system of the device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was retracted inside the push catheter. The pull wire was extended approximately 32 cm at the proximal end of the device. The pull wire was kinked at approximately 17.8 cm and 20 cm from the proximal end of pull wire cap and near the bond. The suture at the distal end of the push catheter was intact (unbroken). There were no damages on the guide catheter and push catheter. The flow switch functioned as intended. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) old female patient (patient weight is unknown). During the procedure, the advanix biliary stent with naviflex rx delivery system was advanced down the endoscope and positioned within the common bile duct. As the physician began to release the stent, the physician was unsatisfied with the positioning of the stent within the duct. The physician pushed the inner guide catheter back into the delivery system in an attempt to move the stent distally within the common bile duct. While pushing the inner guide catheter, the delivery system pullwire bent and the physician was unable to move the stent any further into the duct. The physician deployed the stent proximal to the desired location. There were no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure. The delivery system is being returned to boston scientific corporation for evaluation. The stent remains implanted.